Manufacturer narrative:
Additional information was received on 12/13/2023 and section h11 should be reported as: the manufacturer received a voluntary medwatch (mw5113458) in reference to the field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of black dust under the humidifier which was burning the foam under the heat plate. The user alleges while using the device they are experiencing a sweet taste and smell. There is no allegation of serious or permanent harm or injury. The patient required no medical intervention. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service centre, the device was visually inspected and found no evidence of foam degradation. During the evaluation, secondary findings was observed. There was zero error code found. The third-party service center concludes that they couldn't confirm the customer's allegation and there was no visible foam degradation and unit corrected. Section h6 updated in this report.

Event description:
The manufacturer received a voluntary medwatch (mw5113458) in reference to the field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of black dust under the humidifier which was burning the foam under the heat plate. The user alleges while using the device they are experiencing a sweet taste and smell. There is no allegation of serious or permanent harm or injury. The patient required no medical intervention. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text: device not returned to manufacture.